Event description:
From staff: in the process of advancing the dreamtome into the duct it was noted by the md that the wire felt to catch at the end of the tome and would spring forward pushing the cannula back and out of place. The product was removed from the patient and was noted to have the same issue outside the body. A new cannula of the same type was prepped and used without issues.